Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was found to have a broken grip at the grip base where it meets the bipolar yaw pulley. A piece approximately 4.87 mm x 13.11 was found to be broken off, confirming that a fragment detached from the instrument. The broken piece was returned with the instrument. Further inspection of the returned instrument found no additional damage or abnormalities. The instrument was found to have one of the grips detached from the back connected to the yaw pulley. The material is found to be missing. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal.

Event description:
It was reported that during central processing, the 8 mm fenestrated bipolar forceps instrument's tip broke off. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the broken instrument was discovered during the case; the piece broke while on the or back table. It was not placed inside the patient. All pieces were retrieved and matched to the instrument to confirm they were all there. No additional procedures or test were needed or performed.